Manufacturer narrative:
(B)(4). D10 - associated medical instrument: oxf gap gauge med 1/2mm; item# 32-422805; lot# z19g0421. G2 - foreign: canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during a procedure, the plastic gap gauge was peeling during use. No piece of the gap gauge fell into or remained in the patient. This event is related to a malfunction that could potentially lead to a sterility issue or serious injury. However, no patient harm or further outcome was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Visual examination of the returned products identified that both items returned show signs of use with some of the material peeling at the ends of the gap gauges. There is also areas of gouging at the ends of the gauges. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint histories identified additional similar complaints for the reported items and no additional similar complaints for the reported part and lot combinations. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.